Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have loose teeth on the bottom now from bone loss and receding gums. Their dentist is referring them to a periodontist. They cannot obtain a signed consent to continue use of the retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.